Event description:
It was reported that "the device will not turn on". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit did not pass the initial power connect test. The power fuse holder was removed and the resistance across each of the fuses was measured. The resistances both measured 0.2 ohms, which is within the normal operating range of 0.2-0.4 ohms. The voltage across the power harness was monitored while the unit was plugged into the wall to confirm that the harness was directing power to the power supply board. The voltage was being transferred successfully through the power harness. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. Still, the unit was not able to pass the initial power connect test. The resistance across the thermal fuse was measured to be 0.2 ohms and the thermal switch measured 0.2 ohms. Both are within the normal operating range of 0.2-0.4 ohms. The power control board was removed and no signs of damage or burns were observed on the board. Given that all the other components appeared to be working as expected it is likely that the power control board caused the failure. It could have damaged components on it or a loose solder connection caused by shipping and handling. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective power control board. The root cause for the failure is unknown. It is likely that the board has a faulty component on it or a loose solder connection due to shipping and handling. Since it cannot be confirmed, no further actions are required at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune, lot # 73l200012n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the device will not turn on". No patient involvement reported.